Event description:
It was reported by the customer that a pyxis medstation es system had a refridgerator malfunction which the device not detected on bus. The customer reported that the user was unable to remove the medication and also there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to backup the medstation and restart the device. A field service engineer tested in and found helmer fridge was off on the bus. Shutting down the helmer and medstation then restarted the device. Fridge back on bus. The system functioned as intended.